Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. During functional testing, the temperature at channel one was outside the specification values. The temperature board was replaced to resolve the issue. Replaced the upper assembly. The nt generator was connected to an external power source and powered on successfully. Testing of all ports was conducted while monitoring the port temperatures and impedance. No anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed the temperature issue was due to a faulty temperature board. Replacing the temperature board resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The test was possible with this generator but when they wanted to start with the lesion, it was not possible to heat the probe. The prf program was started and the generator temperature measured from 7° and it did not get higher. The program was restarted and the same issue occurred. It was not possible to do the treatment and the case was rescheduled.